Manufacturer narrative:
The root cause of the unspecified allegation -death was not determined due to lack of sufficient clinical details.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. This file was reassessed on 11sept2025 and was determined to be reportable for death. The medical safety officer reviewed and determined the following: the patient was already being treated by ECMO and was surgically treated. Impella was implanted for venting support and operated without an issue. Conservatively reporting due to the pump being used at the time of the patient's demise. There was no issue reported and no known device malfunction with venting support. Underlying disease is the likely cause of the patient's demise. A5 race and ethnicity was unknown.

Event description:
The medical safety officer reviewed and determined the following: the patient was already being treated by extracorporeal membrane oxygenation (ECMO) and was surgically treated. Impella was implanted for venting support and operated without an issue. Conservatively reporting due to the pump being used at the time of the patient's demise. There was no issue reported and no known device malfunction with venting support. Underlying disease is the likely cause of the patient's demise.